Event description:
The facility reports the patient was being transferred from the wheelchair to the bed by a single caregiver. The patient was moved to the bed in the life when the hanger bar detached from the jib of the lifter. The patient fell to the floor and the hanger bar hit the patient on the right side of their face. The patient was transferred to the hospital by ambulance at 13.25. The patient passed away at 14.45.